Event description:
Pins breaking in patient.

Manufacturer narrative:
Brasseler is reporting this alleged event in an abundance of caution. Details of an adverse event have not been confirmed due to unresponsiveness from the customer after numerous attempts. Brasseler is unable to perform an investigation of the broken product which was not returned by the customer. Brasseler will follow up with a supplemental report if more information becomes available.